Manufacturer narrative:
The microsensor basic kit (ID 626631us) was returned for evaluation. Device history record (DHR)- the product 626631us for lot 6500217 (sn (B)(6)), and the lot met specifications when released. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. Icp express read 578. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00125. A facility reported that when surgeon placed the first sensor (B)(6) on (B)(6) 2023, after implantation site closure, it was noticed there was no waveform present. Surgeon decided to replace the first sensor and a second sensor was placed (B)(6)on (B)(6) 2023. The second sensor would not detect pressure and would fluctuate to negative values (noticed before implantation site closure). Surgeon then removed the second sensor and replaced with a third sensor. The third sensor worked fine with no reported issues.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.